Manufacturer narrative:
Device history records (DHR): as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend analysis could be performed as no item number is available. Event summary: it was reported that a patient underwent a revision surgery due to failed acetabulum after 18 years of implantation. As reason for revision loosening and wear was noted on the per (product experience report). Product details of the cup, head and liner were unknown, the only known device is a müller stem. The stem rested in situ. It was also reported that during the revision procedure a depuy pinnacle acetabular cup, with a poly liner and a zimmer biomet head ref:01.01012.367 were implanted. The per also states."...[s]he was worried, because instead of removing the stem, the surgeon knocked off the head, and put on a new head (item code 01.01012.367), and left the stem in situ. The theatre manager was worried that this was not safe practise..." Zb statement: it is common practice, to left well implanted and impeccable devices during a revision surgery in situ, as this is less invasive for the patient. However, in the case at hand it is unknown if the cone of the stem was damaged by knocking off the ball head. For good and safe outcome of a revision surgery, the compatibility of the implanted device is essential. This is only given if the combination used has been tested and approved by the manufacturer. In the case at hand a zimmer biomet cocr head (item code 01.01012.367) was implanted in combination with third-party products (depuy pinnacle acetabular cup). Also the name mueller stem only is not designated to be a zimmer biomet device and moreover the product details of the poly liner is unknown. To determine as precisely as possible the implanted components, appropriate x-ray images are needed. However, no x-rays were received in the case at hand. According to the information received, it could be said that the combination used during the revision surgery is considered as off-label use. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. According to the information received and described event ("failed acetabulum") the case is related to the cup for which product details are unknown. However, all possible causes related to the issues reported are listed in the dfmea which is available for every zimmer implant and is continuously monitored and updated. Conclusion summary neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with an unknown hip cup on a unknown date on the left side. The patient was revised on (B)(6) 2017 due to loosening and wear. It was also reported that the cup was implanted approximately 18 years ago and that the müller stem was not removed during revision, it is still in patient.